Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he went to the ER because he was getting shocked in the side of his neck and it radiated down to his chest, shoulder and back, and was painful. He also stated that the pain gives him a severe sudden headache during stimulation, and the patient feels this is an urgent issue. X-rays were taken, and the doctor stated that everything looked ok. The patient has not had his device managed since having the battery replaced in 2015, and would now like the device explanted. The surgeon stated that they would like to admit the patient to the hospital to explant the device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from the surgeon that the vns was removed and it was for patient comfort reasons. No other relevant information has been received to date.